Manufacturer narrative:
The system was used for treatment. A review of kit lot d710 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, centrifuge bowl leak/break. Leak centrifuge alarm, and occlusion system alarm. No trends were identified. No corrective and preventive actions were initiated for complaint categories, centrifuge bowl leak/break, leak centrifuge alarm, or occlusion system alarm. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report that a centrifuge bowl leak occurred following 3-4 system occlusion alarms during the first buffy coat phase. Customer was able to reset the alarm each time, and upon resetting the alarm for the last time, looked in the centrifuge chamber and noted condensation under the centrifuge cover. He opened the centrifuge cover and removed the bowl to find that it was leaking from the rubber gasket at the top of the bowl. A leak centrifuge alarm occurred. No other alarms occurred during the treatment or during prime. Operator aborted treatment at this point and did not return blood to the patient. The instrument was cleaned. Operator did not request service at this time. Patient is stable and had begun another treatment on the same instrument with a new kit. The customer elected not to return the kit for investigation.